Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that there was no product related fault that occurred but, the implant was not calibrated enough while implanting. The instrument damaged the cover plate heavily at l5 during the preparation. The implant broke into the coverplate and therefore the plate was implanted obliquely, which showed on the x-ray. The preparation of the intervertebral disc space in the direction of l4 endplate was evidently not sufficient. There were still remnants of the vertebral disc below the endplate l4. During the same intervention they made the revision, expansion of the cage and exchanged it with a bigger cage a 15mm in height. An inequality of the pins is visible on the radiograph, x-ray marker is not in the middle of the implant. The titanium pins are not centrally embedded in the cage independent, and this has been reported as the surgeon's main problem. This report is for an unknown spine. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
This report is for 1 unknown spine device. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.